Event description:
Patient reported, "scar tissue" on an unknown side. Healthcare professional, later reported, right side "deflation". And "capsular contracture, baker grade iii". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe, since it is a medical event. Is not related to the device. Deflation: observed, one opening on the posterior side assessed, as surgical damage. Capsular contracture: unable to observe, since it is a medical event. Is not related to the device. Additional observations: crease fold observed, on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade iii.

Event description:
Patient reported "scar tissue" on an unknown side. Healthcare professional later reported right-side "deflation" and "capsular contracture, baker grade iii." Device has been explanted.